Manufacturer narrative:
Additional information received stated that the patient received a new charging belt and since has been able to fully charge her ipg and is no longer experiencing pocket discomfort.

Event description:
A report was received that a patient was experiencing a burning sensation along with tenderness while charging the ipg. The patient had fallen on ice and since the fall the patient had been experiencing discomfort along with an increase in charging. The physician assessed the patient and prescribed her lidoderm patches which did not decrease the discomfort.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that a patient was experiencing a burning sensation along with tenderness while charging the ipg. The patient had fallen on ice and since the fall the patient had been experiencing discomfort along with an increase in charging. The physician assessed the patient and prescribed her lidoderm patches which did not decrease the discomfort.